Event description:
Subcutaneous heparin was administered into a patient's abdomen with vanishpoint tuberculin syringe. The device malfunctioned and safety device did not activate. The syringe was withdrawn and needle pointed away from patient's direction when staff handling syringe incurred a needlestick. It was noted that a sharps container was not in arms reach.